Event description:
A dreamstation auto CPAP was returned to a third-party service center about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected. The complaint was confirmed, and the device was scrapped. There was evidence of foam degradation and foam particles were visible. Secondary findings of black foam were also visible.

Manufacturer narrative:
H3 other text : the device was evaluated by a third-party service center.